Event description:
It was reported that an asymptomatic patient presented in clinic for routine device check. Upon device interrogation, noise episodes on the atrial lead were observed. The noise could not be reproduced in clinic. All electrical measurements were within normal range. The physician elected not to take any action at this time and would continue to monitor the patient.

Manufacturer narrative:
(B)(4).